Event description:
It was reported that this right ventricular (rv) lead could not be explanted and was surgically abandoned due to unknown product performance issue. This device was successfully replaced. No additional adverse patient effects were reported.